Event description:
It was reported that the patient was unable to urinate so a catheter was placed for several weeks. The patient experience urethral erosion as the artificial urinary sphincter 3.5 cm cuff was too tight. The artificial urinary sphincter cuff was removed.